Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.5/2.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Refractive surprise/refractive change overtime was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. D6a - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6 - health effect - clinical code: 1937 corrected to 2137 claim #(B)(4).